Manufacturer narrative:
Plant investigation: the affected kit was returned to the manufacturing plant for investigation. The manufacturing records were reviewed for the reported batch and no anomalies or deviations were found. The luer lock adapter of the venting line and the luer port on the oxygenator housing (venous venting port) were visually inspected. The inner cone of the positive luer lock adapter was broken. The inner cone got stuck in the recirculation port. The reported complaint was confirmed. It was determined that cracks inside the luer adapter are most likely the cause of the leakage. As a result, the goods inspection has been tightened for luer adapters.

Manufacturer narrative:
Correction: h6: conclusion code.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported during priming, fluid leakage was noticed despite slight retightening of the recirculation port luer-lock (p3). The system did not come into contact with blood. A hairline crack was visible at the vent port. The port broke off during further attempts to seal it. It was reported that there was no consequence to the patient as the system could not be used and was switched for a new one before use.